Manufacturer narrative:
On 8/23/2019, device evaluation was completed. During evaluation of the sample it was observed to be ruptured and received in 4 parts.microscopic examination of the edges of the tear gave no indications of instrument damage. No other anomalies observed. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware of the following: - the side of the rupture was right side serial number: (B)(4) (field d4 has been updated) and concomitant was serial number (B)(4) on the left side - patient underwent bilateral explantation and replacement with catalog number: 3503254bc; serial numbers: (B)(4) on the right side, and (B)(4) on the left side on (B)(6) 2019. Hence, field d7 explantation date has been updated. On 8/2/2019, , the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: catalog # 350-3254bc. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 325cc mentor memorygel, breast implant and suffered unknown side breast implant rupture postoperatively. As a result, the device was explanted on (B)(6) 2019. The serial number of the complaint device is not conclusively known, but it is either (B)(4). If additional clarification is received in the future, this information will be updated.